Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown head, lot #: unknown; item number: unknown, item name: unknown stem, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00888; 0001825034 - 2019 - 02049. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported an unknown patient has been indicated for revision due loosening of the liner and patient being unstable; however, no revision has been reported to date. Upon review of the provided x-rays heterotopic ossification along the greater trochanter and acetabulum was identified. Attempts have been made and additional information on the reported event is unavailable at this time